Event description:
Same case as MFR ID #2134265-2012-04687. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon catheter became stuck on the guidewire. The 2.0mmx220mmx150cm coyote balloon catheter was being loaded onto the 300cm journey guidewire. The balloon catheter became stuck on the guidewire. The physician attempted to advance and remove the balloon to retract the balloon over the guide wire but it would not move. The physician was able to successfully remove the balloon and guidewire at the same time. The procedure was completed with another 300cm journey guide wire and 2.0mmx220mmx150cm coyote balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device found the guidewire was protruding from the hub of the catheter. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The devices were soaked in a bath of circulating water to attempt to loosen dried blood and solidified contrast in the inflation lumen and wire lumen of the catheter. The guidewire was withdrawn from the catheter without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).